Event description:
It was reported that the transfer mount broke during the placement procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: b1 and b2 were updated to include a serious injury event due to the fractured implant that was found during investigation. An imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation, however the mount that is bundled with the implant was not returned. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the collar. The reported event is confirmed for fractured implant. Based on the evaluation, device malfunction could not be verified for the mount, however did occur for implant fracture. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1254676). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1254676) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is clinician error, improper surgical procedure, excessive insertion torque, implant not placed properly, clinician error and incorrect assembly of the abutment/mount to the implant and improper patient selection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.